Manufacturer narrative:
Follow-up # 1 date of submission 09/16/2013 - device evaluation: the pump has been returned and evaluated by product analysis on 08/28/2013 with the following findings: during a visual examination of the pump, the keypad cover was observed to be torn near the up arrow keypad button. During testing, the up arrow keypad button was unresponsive; all other keypad buttons responded properly. The keypad cover was removed and contamination was found under all key contacts. Unrelated to the complaint, the display screen appeared dim and discolored. When replaced with a test display, the screen functioned properly. Additionally, multiple cracks were found at the top of the battery compartment.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The patient reported that the 'up' arrow button is difficult to push for last 2-3 days, and that last night while trying to give a bolus, 'up' arrow button is completely unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.